Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("pelvic pain") in a 38 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of drug allergy (amoxicillin, augmentin, non-steroidal anti-inflammatory drugs (nsaids), drug allergy (allergy (amoxicillin, augmentin, non-steroidal anti-inflammatory drugs (nsaids)]), gravida I, parity 1, deep vein thrombosis and pulmonary embolism. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), premenstrual syndrome ("premenstrual syndrome"), dysmenorrhoea ("secondary dysmenorrhea") and menstruation irregular ("irregular cycles"). The patient was treated with surgery (removal of essure devices by hysterectomy and bilateral salpingectomy via laparoscopy). At the time of the report, the outcomes for these events were unknown. The reporter considered dysmenorrhoea, menstruation irregular, pelvic pain and premenstrual syndrome to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.082 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("pelvic pain") in a 38 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of drug allergy (amoxicillin, augmentin, non-steroidal anti-inflammatory drugs (nsaids), drug allergy (allergy (amoxicillin, augmentin, non-steroidal anti-inflammatory drugs (nsaids)]), gravida I, parity 1, deep vein thrombosis and pulmonary embolism. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), premenstrual syndrome ("premenstrual syndrome"), dysmenorrhoea ("secondary dysmenorrhea") and menstruation irregular ("irregular cycles"). The patient was treated with surgery (removal of essure devices by hysterectomy and bilateral salpingectomy via laparoscopy). At the time of the report, the outcomes for these events were unknown. The reporter considered dysmenorrhoea, menstruation irregular, pelvic pain and premenstrual syndrome to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.1 kg/sqm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-feb-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.